Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Three (3) years post procedure the patient was having an open-heart surgery. A transesophageal echocardiogram (tee) imaging procedure was performed. The imaging showed a mass/thrombus on the face of the closure device. The closure device is well positioned with no leaks or gaps. The physician removed the mass without complications. There were no other complications that were reported to have occurred. The patient remains hospitalized due to normal recovery period post open-heart surgery.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Three (3) years post procedure the patient was having an open-heart surgery. A transesophageal echocardiogram (tee) imaging procedure was performed. The imaging showed a mass/thrombus on the face of the closure device. The closure device is well positioned with no leaks or gaps. The physician removed the mass without complications. There were no other complications that were reported to have occurred. The patient remains hospitalized due to normal recovery period post open-heart surgery.